Event description:
It was reported that pump malfunction alarm occurred after pump was dropped in pool. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.